Event description:
It was reported that the patient had ¿breakage issues,¿ and had two breakages. It was further reported that the implantable neurostimulator (ins) got infected roughly after it was implanted in 2010. It was noted that he had another stimulator placed in 2013. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the area of the infection was the lead. There was drainage, weeping of wound, pain and incisional wound opening. The infection of the occipital leads (second set of leads) led to a systemic infection. The patient could not remember the name of the infection strain, but it had a long name and was common to surgery rooms not cleanly. The healthcare professional (hcp) placed the leads and ins in his office and not in a surgery center. The patient was administered both IV and oral antibiotics. The entire system was explanted. The ¿second one¿ got infected and had to be pulled out and he was referred to his current hcp. He had to wait 6 or 7 months to get a new inss and leads. He had IV oral antibiotics, because he had a system wide infection. They had to give him a pic line and that caused a blood clot in the lungs. It was over a year before they could re-implant. Everything was pulled; ins and leads. The explant was done at the hospital, he was quarantined, and infectious disease was involved. The patient recovered completely and had the implant he has now. In the future he was told he will need to be in the hospital for 3 days after implant in the hospital as a preventative measure. The indication for therapy was head/neck (non-malignant), non-malignant pain, headache and migraine. Unrelated first implant broken and was removed/reinserted event captured in (B)(4). Unrelated busted lead captured in (B)(4). Unrelated surgeries brutal/painful; long recovery captured in (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).